Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : DHR review: product code 151810038, work order (B)(4) was manufactured on 15-jul-2015. (B)(4) parts were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. (B)(4) part were scrapped at machining for dome profile scrap & machining scrap, this is determined not to be related to the complaint issue. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, flexion instability, and tibial loosening at the cement to implant interface. Cement manufacturer is from competitor. Doi: (B)(6) 2015; dor: (B)(6) 2018 right knee.